Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result infusion set: the used returned transfer set visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. Adapter: the adapters outside and thread is dirty, handling could be hindered, functionalities are not ensured. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported being referred to the hospital by his general practitioner and was admitted for stationary treatment from (B)(6) 2013 to (B)(6) 2013. Patient stated his blood glucose on (B)(6) 2013 was 259 mg/dl and his hba1c was 8.9%. Patient's target blood glucose level was not provided. Patient reported he was diagnosed with hyperglycemia due to inadequate management by application with pump. Patient has multimorbidity; patient is paralyzed on one side and one eye is blind. Patient is currently receiving intensive conventional therapy (ict) and his blood glucose values are good. Patient stated he feels good again after therapy change. Patient will no longer administer insulin via infusion device; now will administer insulin via the pen. Patient's diabetes counselor requested a general check of the glucose monitor and the infusion device to make sure there is not malfunction. Requested return of the infusion device, glucose monitor, and accessories for evaluation.